Event description:
The manufacturer received information from the patient alleging burning of the plate, an issue with "the card," and the device not staying on as intended. This report is related to an alice pdx device. No death, serious harm or injury was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.